Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the return of the driver, the event cannot be confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Reporter's email not provided/unknown. Device not returned.

Event description:
It was reported that during the placement procedure, the driver became stuck in the implant due to the o-ring. As a result, when removing the driver, the implant loosened in the osteotomy. The implant was removed and a larger implant was placed during the same procedure.